Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in a 40-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies in (B)(6) 2015, hsv infection in 2012, thyroid disorder, gastric disorder, depression and chronic cervicitis. Concurrent conditions included chronic cholecystitis, cholelithiasis, paratubal cyst and benign neoplasm. Concomitant products included aciclovir since 2012, ethinylestradiol;etonogestrel (nuvaring) since 2012, ibuprofen from (B)(6) 2015 to (B)(6) 2015 and oral contraceptive nos from 2012 to 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune hypothyroidism, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:coils were visualized 5 on the right 5 on left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in a 40-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies in (B)(6) 2015, hsv infection in 2012, thyroid disorder, gastric disorder, depression and chronic cervicitis. Concurrent conditions included chronic cholecystitis, cholelithiasis, paratubal cyst and benign neoplasm. Concomitant products included aciclovir since 2012, ethinylestradiol; etonogestrel (nuvaring) since 2012, ibuprofen from (B)(6) 2015 to (B)(6) 2015 and oral contraceptive nos from 2012 to 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune hypothyroidism, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:coils were visualized 5 on the right, 5 on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: outcome of event pelvic pain added. Patient aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic') in a (B)(6) female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies in (B)(6) 2015, hsv infection in 2012, thyroid disorder, gastric disorder, depression and chronic cervicitis. Concurrent conditions included chronic cholecystitis, cholelithiasis, paratubal cyst and benign neoplasm. Concomitant products included aciclovir since 2012, ethinylestradiol;etonogestrel (nuvaring) since 2012, ibuprofen (B)(6) 2015 and oral contraceptive nos from 2012 to 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypothyroidism, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:coils were visualized 5 on the right; 5 on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs & mr received. Case become valid and incident. Injury nos replaced with new events. Lot number was added. Reporter's information was added. Patient's demographics was added. Date of insertion & date of removal was added. Added event pelvic pain, abnormal bleeding (vaginal, menorrhagia), hypothyroidism, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Updated outcome of event abnormal bleeding from unknown to recovered/resolved. Medical history, historical drug, concomitant conditions, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.